Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was delivering micro boluses that led to hypoglycemia when they were within normal blood glucose levels. The customer¿s blood glucose level was unknown at the time of the incident. The customer also receives low alerts at 90 mg/dl and wished to see if the threshold could be changed to 100 mg/dl. Troubleshooting was not completed as the customer could not be reached. The insulin pump will not be returned for analysis.